Event description:
During the endoscopic retrograde cholangiopancreatography (ercp) procedure in common bile duct, the autotome rx sphincterotome was used. The physician reported of the tip being distorted. The case was completed with another of the same device. The pt's condition is reported to "fine".

Manufacturer narrative:
Other: (tip distorted).